Event description:
It was reported that during surgery, anteversion handle broke off in the handle while being used. There was no delay and a backup device available was used to complete the procedure.

Manufacturer narrative:
The associated complaint device was returned for evaluation. A visual inspection of the returned dbl offset broach hdle rt confirms the tip of the anteversion handle broke off in the threaded area of the broach handle. The anteversion handle was not returned for evaluation. The instrument was manufactured in 2018. The device exhibits signs of normal use and wear. A complaint history and DHR review not performed for this event, as no manufacturing, packaging or labelling defects were associated with the reported failure. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.